Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received three questionable results on her coaguchek xs meter (serial number (B)(4)) when compared to the laboratory result. The laboratory was using the dade innovin reagent and an acl 300 analyzer. The patient gave the results to the doctor to compare with the lab results. The time between the initial test on the meter and the laboratory test is 30 minutes. The laboratory took capillary samples each time for their test. On (B)(6) 2016, the result from the meter was 3.0 inr and the laboratory result was 2.3 inr. On (B)(6) 2016, the result from the meter was 3.3 inr and the laboratory result was 2.4 inr. On (B)(6) 2016, the result from the meter was 4.3 inr and the laboratory result was 2.8 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Retention testing was performed on lot 124154-10 in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80) with two human blood samples and two internal reference meters. The obtained results showed a maximum difference of 0.0 inr between the retention samples and the masterlot. No error messages occurred and the retention samples were inconspicuous. The retention material complied with the specifications.

Manufacturer narrative:
One vial of the customer's test strips from lot 124154-13 and the suspect meter were received for investigation. The test strips and vial showed no defects and the meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 124154-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter marcumar 3: 3.1 inr; marcumar 4: 2.8 inr. Customer strips/customer meter marcumar 3: 3.2 inr; marcumar 4: 2.7 inr. The returned customer material and retention material complied with specification. No medical device problem or failure was detected. Medwatch fields, lot no, device available for eval, and device evaluation by manufacturer and device returned to manufacturer were updated.